Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cultures were collected in clinic and sent in clinic. The patient was admitted to the hospital and started on empiric IV daptomycin and cefepime. The patient's samples sent from clinic and from the operating room were notable for growth of enterobacter cloacae and staph lugdunensis. The patient was evaluated by infectious disease, who reviewed susceptibility data and recommended 3 to 4 weeks of treatment with cefepime monotherapy. The source of the infection was the driveline. The event was resolved without sequela on (B)(6) 2018.